Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) received shock therapies and had flu. It was noted that the patient was not drinking fluids, not even replacing electrolytes, and had missed the medications. In addition, the patient felt overheated then device went off. Additional information indicated that the patient experienced vomiting and diarrhea and had not taken the prescribed medications for a few days. The physician thought there was supraventricular tachycardia (svt) after seeing the latitude strips. In addition, therapy exhaustion occurred and there was no further intervention done. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicated that the patient with this implantable cardioverter defibrillator (ICD) got an antibiotic complication and so a lead replacement procedure was rushed that ended up with extreme pocket discomfort. The ICD was explanted. No adverse patient effects were reported.